Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked into the reservoir compartment. Customer experienced high blood glucose due to the reservoir leak. The current blood glucose reading is 316 mg/dl. Customer has treated with the insulin pump. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exited the tubing. Nothing further reported.